Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple patients and orders were not crossing over to all machines. A technical support specialist dialed into the med es app server, opened structured query language (sql) server management studio (ssms), and ran a server downtime query, which showed 10,036 messages available for processing. The bd external messaging services were restarted, resulting in a decrease in pending messages. Task manager revealed server memory usage at 97%, with an uptime of over 364 hours. The tss stopped necessary services and rebooted the server. After reboot, task manager and ssms were reopened, and the downtime query was re-executed, confirming the issue was resolved. The customer gave permission to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, that multiple patients and orders were not crossing over to all stations. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.